Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. It was reported that it took a long time to deliver a bolus. The patient stated that it took about 30 minutes to connect to the pump and another 30 minutes to deliver the bolus. The patient also reported that the handset sometimes displayed an error code and occasionally restarted or shut down on its own. The agent reviewed the data and assisted the patient in deleting data. Afterward, the patient was able to connect to th epump without lag.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.